Event description:
The customer reported to olympus that the tracheal intubation fiberscope had pin holes in the bending section cover. The device was returned to olympus for evaluation. During evaluation, the connecting tube was found to have peeling coating: the peeling area measured 1 mm2 or more. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
During evaluation, the reported issue was confirmed; the bending section cover had a pinhole. During visual examination, the following additional issues were found: the control unit was cracked and the component was no longer water tight; the adhesive on the bending section cover was chipped; the control unit was discolored; the bending tube was dented; the venting connector under grip was sheared; and the connecting tube was dented. Examination showed the following components were scratched: eyepiece; diopter ring; hand grip; up/down plate; angulation lever; control unit and scope cover. Functional testing showed the device produced a stained image due to damage to the image guide bundle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Detection of this issue is addressed in the instructions for use (IFU): section 3.2 - preparation and inspection of the endoscope; see below. "1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube." Signs of physical stress were found on the device; the root cause of the issue cannot be conclusively specify however, it was presumed that the defect was caused by stress of repeated use, external factors and or handling. Olympus will continue to monitor field performance for this device.